Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review it was found that this malfunction has not been previously reported as causing or contributing to an adverse event, therefore, the initial report was filed in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inserter was observed to be missing a ball bearing before the total knee procedure. No adverse events have been reported as a result of the malfunction.